Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission with an episode of auto mode switching. Patient will be called in clinic for device reprogramming. The patient will continue to be monitored.